Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms the locking mechanism is seized in place. The device shows normal signs of wear/usage. The device was manufactured in 2020. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the locking mechanism of the gii mis dcf align gde is stiff/stuck. No case related, therefore no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.